Event description:
As reported by the user facility: 13 pump were used on the pt. (B)(6) with unidentified problem, as a results of incident pt passed away. Pumps were sequestered with bags and lines. This submission is for device serial number (B)(6) involved in the incident occurring on (B)(6) 2024.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, no issues were observed. The device operated as intended. Preventative maintenance was performed. Technical safety check tested in specifications. All information concerning this reported incident has been included in our trend analysis of the product line.